Event description:
It was reported that the pt underwent an oral surgery to correct a defect using rhbmp-2/acs. Four days post-op, the pt had a significant amount of swelling in her right cheek accompanied with soreness. The surgeon was able to palpate a hard knot mid-cheek. The pt underwent an irrigation and drainage procedure 4 days post op with cultures taken. Cultures positive for normal respiratory flora. The pt underwent a second drainage procedure five days later with cultures taken. The graft was also removed during this procedure. Cultures positive for normal respiratory flora. The pt is responding to antibiotics.

Manufacturer narrative:
Products from multiple manufacturers were implanted during the procedure. Although, it is unk if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. A review of the certificates of analysis and packing list for the infuse bone graft did not reveal any non-conformances to spec which might contribute to the reported event. Neither the device nor films of applicable imaging studies were returned to the MFR for eval. Therefore, we are unable to determine the definitive cause of the reported event.